Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was programmed for monitor only zone. The patient was in ventricular tachycardia (vt). There was functional undersensing noted in the presenting electrogram (egm). The health care professional (hcp) called in wanting to know if anti-tachycardia pacing (atp) would work to convert the vt and was considering programming it on. The device was functioning as programmed and currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited inappropriate shock for supraventricular tachycardia (svt). Upon review, the anti-tachycardia pacing (atp) was delivered when not required for the one undersensed beat. Ts recommended programming options. This device remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h6 patient codes and h6 device codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was programmed for monitor only zone. The patient was in ventricular tachycardia (vt). There was functional undersensing noted in the presenting electrogram (egm). The health care professional (hcp) called in wanting to know if anti-tachycardia pacing (atp) would work to convert the vt and was considering programming it on. The device was functioning as programmed and currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes. This report contains additional information in section b5 describe event or problem, section h6 patient codes and h6 device codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was programmed for monitor only zone. The patient was in ventricular tachycardia (vt). There was functional undersensing noted in the presenting electrogram (egm). The health care professional (hcp) called in wanting to know if anti-tachycardia pacing (atp) would work to convert the vt and was considering programming it on. The device was functioning as programmed and currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited inappropriate shock for supraventricular tachycardia (svt). Upon review, the anti-tachycardia pacing (atp) was delivered when not required for the one undersensed beat. Ts recommended programming options. This device remains in service. Additional information received indicated that reprogramming for performed however, the patient received a shock for st at 96bpm with afrt due to far-field oversensing. No adverse patient effects were reported.